Manufacturer narrative:
The device was not returned to the manufacturing site as it was not available for evaluation; therefore product testing on this device could not be performed. Device identifiers were not provided; therefore, the device history records for this device could not be reviewed. A review of the device labeling was completed. Stent removal is identified in the labeling as a known inherent risk of glaucoma stent surgery. There are numerous reasons why a stent may need to be explanted. In this case, the surgeon reported being unable to confirm that the stent was fully implanted in the trabecular meshwork via gonioscopy; however, there was no inflammation, iop was reported by the surgeon to be good, and no patient issues were identified. Despite this, the patient requested that the stent be explanted. The omitted information was requested, but was not provided. (B)(4).

Event description:
It was reported that one day following a cataract and trabecular micro-bypass stent surgery on the left eye, it appeared via postoperative imaging that the stent may not have been fully implanted in the trabecular meshwork. This was the surgeon's 10th stent surgery and the implantation was uncomplicated. The patient's iop was reportedly "good" and there were no other concerns. At the one week postoperative exam, the surgeon was still unable to confirm that the stent was fully implanted in the trabecular meshwork; though there was no change in the stent positioning from the previous exam and no issues with iop. The patient expressed concern that the surgeon was unable to confirm if the stent was fully implanted, and requested that the stent be explanted. Clinical follow-up was requested and on (B)(6) 2017 the surgeon provided the following additional details. The patient's iop has remained with good control and there was no inflammation or concerns prior to the stent explant. The stent was successfully explanted on (B)(6) 2017.